Event description:
Doctor reported events of port infection, "tubing protruding through the anus", and "erosion into the colon" from journal article: "transanal protrusion of gastric band tubing: a rare complication of laparoscopic adjustable gastric banding," 2012 surgery for obesity and related diseases. Three weeks prior to pt presenting with migration of tubing and erosion into colon, the subcutaneous reservoir and a few centimeters of attached tubing were removed and the free end of the tubing was sutured to the fascia to facilitate future attachment of a new port. Although the MFR of the device is unk, it is allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper unk. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Erosion, migration, and infection are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of erosion as follows: "as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract." "Over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "There is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery after the use of gastric-irritating medications, after stomach damage and after extensive dissection or use of electrocautery, and during early experience." Device labeling addresses the reported event of displacement as follows: warning: "failure to secure the band properly may result in it subsequent displacement and necessitate re-operation." Caution: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments." Device labeling addresses the reported event of infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."